Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up after the implantable cardioverter defibrillator failed to be interrogated by the remote transmitter using radio frequency (rf) telemetry. The device was interrogated using inductive telemetry programmer wand. Excessive rf telemetry alert was cleared and rf telemetry was re-established successfully. The alert occurred again when the patient attempted to interrogate the device using the remote transmitter. On june 11, 2021, further investigation found that the alert was triggered due to a software anomaly that affected the telemetry alert and early battery depletion alert. No intervention was performed at this time. There were no adverse consequences to the patient.